Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure, and the pocket was moved down approximately one inch. The patient is reportedly doing well following the revision procedure.

Manufacturer narrative:
This is the final report.